Event description:
During parathyroidectomy, pilot balloon on nims ett [endotracheal tube] noted to be slowly deflating. Circuit leak noted and air added to balloon. Able to maintain pressure in balloon throughout case without effect to patient ventilation. Vital signs stable throughout.